Event description:
The customer reported a ventilator gave a 110a error code indicating a check vent: proximal pressure sensor auto zero failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer on how to trouble shoot the issue and advised that the customer may need to replace the solenoid valves and provided the part identification number. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer (rse) advised the customer on how to troubleshoot the issue and advised that the customer may need to replace the solenoid valves and provided the part identification number. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the rse. It is unknown if any parts or repairs have been conducted.